Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device had communication failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no issue was found. The technical support specialist (tss) connected to device and verified that the station was communicating, with the last upload current when checked in patient encounter system (pes) via the app server. No disconnected mode icon was present, and no sample patient or order details were provided on the ticket. A follow-up email confirmed that the customer reported the issue as resolved. The system functioned as intended when the technical support specialist investigated the issue.